Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery due to bone union. During the procedure, the surgeon found that the head parts of three locking screws were broken. Because the head parts were broken, the screws could not be removed, and the screw shafts remained in the bone. The surgeon shaved the bone around the screws with a hollow reamer, and finally removed the 3 screw shafts with an extraction bolt. As a result, three large holes were made in the bone. The surgery was completed filling artificial bone in the three holes. There was a thirty (30) minute delay. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm. This is report 3 of 3 for (B)(4) and captures the intraoperative action taken by the surgeon. (B)(4) captures the broken screws.